Event description:
It was reported that the arctic sun device showed the error message that primary and secondary outlet water temperature sensor differ by greater than 1 degree. The customer tried restarting the device and ensured that the pads were properly attached and the cables were connected securely but still the problem persist.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The root cause of the reported issue could not be determined. The device was working properly. It was found that the device was working as designed. No repairs were made. An electrical safety test was performed on the arctic sun 5000 system. The arctic sun 5000 system was calibrated and evaluated and was found to function in accordance with the manufacturer specifications. An electrical safety test was performed arctic sun 5000 system passed all the tests and the device was functioning properly and ready for use. It was unknown whether the device was influenced by the reported failure however the device had met specifications for the reported issue during the evaluation. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. Per investigation a labeling review was not required due to the reported issue was unconfirmed. Correction: b, d, e h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device showed the error message that primary and secondary outlet water temperature sensor differ by greater than 1 degree. Customer tried restarting the device and made sure that pads were properly attached and the cables were connected securely but still the problem persist.